Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including clear passage and pressure testing were performed, however no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system non-dehp t-connector extension set was leaking from the junction of the t-piece hard plastic and the soft tubing. This issue was identified during flushing of the peripheral intravenous line (piv). There was no patient injury or medical intervention associated with this event. No additional information is available.